Manufacturer narrative:
Product ID 3889-33, lot# va01ce8, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. The patient felt shocking or jolting sensation when turning stimulation on and this had happened ever since they were reprogrammed by the manufacturer representative a while ago. It was noted that the shocking happened when stimulation was turned on. The patient had an appointment on 2014 (B)(6).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. An appointment date of (B)(6) 2014 was noted.